Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported that during use with a bd vacutainer® push button blood collection set the needles didn't fully retract resulting in 2 needlesticks. The employee went to ER for blood testing. The following information was provided by the initial reporter: it was reported that the needles did not retract completely and resulted in two needlesticks. Was there any medical intervention? Yes the employee went to the emergency room to get their blood drawn was there a course of treatment after the needle stick? Yes she has follow up appointments at occupational health. Do you have the date of events of when the needle sticks happened? (B)(6) 2020.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown FDA device problem code(s): 2577, FDA patient problem code(s): 2462.

Event description:
It was reported that during use with a bd vacutainer® push button blood collection set the needles didn't fully retract resulting in 2 needlesticks. The employee went to ER for blood testing. The following information was provided by the initial reporter: it was reported that the needles did not retract completely and resulted in two needlesticks. Was there any medical intervention? Yes the employee went to the emergency room to get their blood drawn was there a course of treatment after the needle stick? Yes she has follow up appointments at occupational health. Do you have the date of events of when the needle sticks happened? (B)(6) 2020